Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 to october 31, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 through october 31, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the ajust¿ sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. 1930, 1750, 1932 = "l" 2993 = "nl". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption (B)(4) the total number of events for product classification code pah is 9. Qty 1- ajust helical incision sling (single) qty 1- ajust adjustable single incision sling (5-pack) qty 7- ajust adjustable single incision sling (single) sample not received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic, acute and chronic nerve damage, pain, pudendal nerve damage, pelvic floor damage, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue and nerve damage, injections into various areas of the pelvis, spine and vagina, operations to remove portions of the female genitalia, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, bladder pressure, urinary frequency, dribbling after urination, overactive bladder, urge incontinence, chills, weight gain, weight loss (weight fluctuations), blurred vision, dizzy spells, headaches, numbness, tingling, tired, sluggish, constipation, skin rash, joint pain, neck pain, neck stiffness, anxiety, depression, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.